Manufacturer narrative:
Patient information requested, and all available information is included. This report was filed by the manufacturer.

Event description:
Customer reported a patient received 100 mg morphine in 1 hour instead of the intended 3 mg/hr. The user hung a 100 mg/100 ml bag of morphine on an lvp, programmed the infusion using custom concentration, entered 3 mg with a diluent amount of 100, obtained guardrail alerts but bypassed them and started the infusion. The patient was terminally ill with cancer, and had extubated the previous day per family request to change the patient resuscitation code status. After receiving the over infusion of morphine, the patient's vital signs were monitored for 4 hours; without any significant change reported (respiratory rate 20, blood pressure 130/70 and no decrease in heart rate). The patient died one day after the event. The customer stated that the patient's demise was expected and that the event did not hasten or contribute to the patient's death. The data set and device event logs were received. The investigation is on-going. A follow up report will be filed upon completion of the investigation.